Event description:
A medtronic representative reported that during a spine case after the 3d spin, when using the left and right thoracic probes, the surgeon felt inaccurate by a few millimeters. They had not yet placed any screws. Navigation was discontinued and the case was completed without any reported impact to a patient.

Manufacturer narrative:
Patient information has not been provided. A medtronic representative went to the site to test the equipment. O-arm and s7 navigation system checkout was performed with no issues found. The reported event could not be duplicated by onsite medtronic personnel. The software investigation found that the software functioned as designed. It was later reported by the surgeon that he did not think there was anything wrong with the navigation system. The surgeon reported that it was a patient anatomy issue.